Event description:
It was reported that the device had all three icons (service wrench, attention and charge pak) illuminated in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 located on the analog pcb assembly, which caused the internal hlc batteries to deplete. In addition, it was observed that internal hlc batteries bt2 and bt3 would no longer charge. The customer received a replacement device.